Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The caller wanted to know what the insulin pump settings should be. Referred the caller to the customer's hcp for that information. The caller understood. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.